Manufacturer narrative:
Neither the device nor additional information is available at this time.

Event description:
It was reported: "this is a woman who, in 1999, had secure-fit 50 mm cup with crossfire poly liner with a 28 mm i.d. Mated with a biomet custom stem with a biomet chrome cobalt head. She is now having increased hip pain and limping. My plan is to revise her and put in an x3 poly liner."